Event description:
It was reported following implant "last summer" the patient "immediately" noticed pelvic pain that was not present prior to the impl ant. The pain progressively got worse over the months. The patient used creams, tried physical therapy, and had numerous doctor visits and adjustments by the medtronic representative, however, the results were unsuccessful. The patient was still doing physical therapy but was "virtually" bed ridden due to the pain being so severe. The patient could only sit up for a "very few" minutes. No further information was provided.

Manufacturer narrative:
(B)(4).